Event description:
The user facility reported that a piece of coating from a guidewire was sheared off during a cardiac catheterization procedure and embolized into the patient's lung. The physician decided that no further intervention was necessary to retrieve the piece of coating. The procedure outcome is reported as successful with no patient injury. Additional event specific information has not been made available.